Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive the vessel sealer extend (vse) instrument to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. No thermal damage was observed. The wire insulation was found to be damaged. The wires were exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the wire was exposed on the vessel sealer extend (vse). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. They were sealing the vessel when the issue occurred. The cable was white. No loss of cautery associated with the broken/loose cable. No signs of thermal damage at the site of breakage. No fragment fell inside the patient due to the damaged cable. The instrument was returned to isi for analysis. No photos or videos available for review.